Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported the patient presented to the emergency room with dizziness. Upon interrogation, it was discovered the right ventricular lead exhibited high capture thresholds and was oversensing noise that resulted in pacing inhibition and rate pauses. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.